Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the failure might have been the connection between the board looseness and damaged screws inside the board due to repair and inspection. In addition, the failure might be due to rust and corrosion inside the device as a result of long time use since the device was manufactured.

Manufacturer narrative:
The device was returned for evaluation. Upon return of the device, the reported event was confirmed for device not communicating with 180 scopes due to faulty ap and dr patient board. Additionally, the scope socket is worn which causes loose connection with scopes. The faulty parts were replaced, and software updated. The device was inspected which passed olympus functional standard.

Event description:
It was reported that the evis exera iii xenon light source was not communicating with older 180 scopes. It was initially working and later stopped. There was no patient involvement nor harm or user injury reported due to the event.